Manufacturer narrative:
From the root cause investigation, it showed that no issues were observed.

Manufacturer narrative:
Defect samplers received and forwarded for investigation.

Manufacturer narrative:
The incident date stated is best approximation.

Event description:
According to the complaint, the customer has experienced on several occasions that the needle shield device of the safepico70 does not lock, ultimately resulting in the needle not being safe.